Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Complaint description: litigation states patient was revised to address pain. Update it was reported for a left hip revision of patient's proximal femoral replacement, operative findings of "a fractured depuy diaphyseal sleeve...at the junction of where the baseplate and diaphyseal sleeve were found. The diaphyseal ingrown segment was completely biologically ingrown into the host bone". Further, intraoperative pictures taken showed "where the middle component had fractured". It is to be noted that surgeon's operative notes for initial implantation and for revision of the fractured implant(s) both indicate use of the depuy lps knee diaphyseal sleeve and diaphyseal sleeve base in conjunction with the depuy proximal femoral standard body and universal fluted stem.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.